Event description:
It was reported the pt went to the ER due to experiencing pain and trouble standing. Subsequently, the physician determined the pt was experiencing back pain. F/u indicated the sjm rep programmed the scs system which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.